Event description:
Incident as reported: laparoscopic appendectomy - "dr. (B)(6) had just finished his lap. Appendectomy and prior to closing he noticed a small piece of black foreign material in the pt abdomen. He removed the specimen and after inspection determined it to be a small piece of the trocar seal that had come off into the pt."

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history will be reviewed by engineering. A final report will be sent within 30 days once the results have been analyzed.